Event description:
It was reported that the patient died on (B)(6) 2012. The patient's family member stated that the patient's death was not related to the implanted neurostimulator (ins), but that the cause of death was "partially due to parkinson's, dementia, and a urinary tract infection." It was noted that the patient had a uti for several months that failed to clear up. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, product type extension. Product ID 7438, serial# (B)(4), implanted: (B)(6) 2007, product type programmer. Patient product ID 3389s-40, lot# v040097, implanted: (B)(6) 2007, product type lead. Product ID 3389s-40, lot# v037067, implanted: (B)(6) 2007, product type lead. (B)(4).